Event description:
Pdc received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 10:30pm. Pt's (B)(6) initial call was made to pdc because her blood glucose reading with the prodigy meter was "hi". Pt did not have any symptoms that indicated that her glucose level was higher than usual. Pt also stated that additional tests were done with the prodigy meter and all results were "hi". There was no reference of the number of tests performed. Pt was transported to emergency room by her daughter. There was no indication of time frame between their departure and the arrival at emergency room. There was no information regarding blood tests performed upon arrival at emergency room. Treatment administered at hospital: 3ivs, potc 2 test, prto, zenous (2 times), EKG and urine sample. Pt glucose reading prior to discharge was 136 mg/dl. Stay at emergency room was 1.5-2 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found. The current test is 0.8ua<55ua. Pass. The 100k ohm electronic strip test is 3.98ua (3.9ua approximately 4.1ua). Pass. The working voltage test is 400.4mv(400+/-3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.